Event description:
It was reported to medtronic minimed that the customer reported loss of communication. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the self test. Pump communicated properly with test guardian link (4) transmitter. Pairing successfully. No bluetooth communication anomaly noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (middle button). The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged no com pump to xmtr was not confirmed. The pump was able to pair with transmitter and pairing was successful. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (middle button). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.